Event description:
It was reported that during a procedure in a tight loop graft, the basket separated from the ptd after 15 minutes of use. The basket was removed using a snare. There were no patient complications.

Event description:
It was reported that during a procedure in a tight loop graft, the basket separated from the ptd after 15 minutes of use. The basket was removed using a snare. There were no pt complications.